Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to deliver the shock. Customer used another device instead and the patient was rescued. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Update problem statement: this report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device cannot boot up. Device was in clinical use at time of event, however no patient harm reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reported problem was solved by customer, after replacing the battery, device was successfully returned to service.